Event description:
The customer contacted nephron pharmaceuticals corporation regarding a product complaint associated with the ez breathe atomizer on october 8, 2013. The patient reported that the atomizer did not produce an aerosol mist to alleviate the symptoms of an asthma attack. Multiple attempts were made to reach the customer via telephone and mail unsuccessfully.